Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, undersensing resulting in false positive episodes were noted on the device. The physician adjusted alerts on merlin.net and the patient was stable with no consequences.